Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device location of device: coil embedded in left ovary'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('bleeding') in a 29-year-old female patient who had essure (batch no. B71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) since (B)(6) 2018, cetirizine hydrochloride (cetrizine) since (B)(6) 2017, escitalopram oxalate (lexapro) since (B)(6) 2018, hydroquinone (alera) from (B)(6) 2018, hydroxyzine since (B)(6) 2018, levonorgestrel (mirena) since 2008 to (B)(6) 2013, montelukast sodium (singulair) since (B)(6) 2017, ondansetron hydrochloride (zofran) since (B)(6) 2013, prednisone since 2007, salbutamol (albuterol) since 2007 and salbutamol since 2007. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), arthralgia ("joints pain"), muscle spasms ("cramping legs\ arms") and musculoskeletal pain ("pain between shoulder blades"). In 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced asthma ("other injury(ies) or complication (s) please describe: asthma"). In (B)(6) 2017, the patient experienced feeling abnormal ("neurological conditions or problems type: vertigo, brain fog"). On (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast infection"), mood swings ("hormonal changes describe: mood swings, hot flashes"), cystitis ("bladder infection"), depression ("psychological or psychiatric problems condition: depression, anxiety"), anxiety ("psychological or psychiatric problems condition: depression, anxiety") and acne ("rashes or skin conditions type: rash, hives, acne"). On (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: mood swings, hot flashes"). In (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: rash, hives, acne") and urticaria ("rashes or skin conditions type: rash, hives, acne"). In (B)(6) 2018, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis, ovarian fibroids"). In (B)(6) 2018, the patient experienced vertigo ("neurological conditions or problems type: vertigo, brain fog"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced vitamin d deficiency ("blood or heart disorder/condition type: vitamin d deficiency") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: endometriosis, ovarian,fibroids") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: endometriosis, ovarian,fibroids"). The patient was treated with ketorolac tromethamine (toradol) and surgery (ablation and bilateral salpingectomy, novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, genital haemorrhage, dyspareunia, vulvovaginal mycotic infection, pelvic pain, back pain, fatigue, rash, urticaria, abdominal distension, mood swings, hot flush, urinary tract infection, cystitis, migraine, vitamin d deficiency, headache, nausea, vertigo, feeling abnormal, depression, anxiety, acne, endometriosis, uterine leiomyoma, weight increased, asthma, arthralgia, muscle spasms, musculoskeletal pain and ovarian cyst outcome was unknown and the vaginal haemorrhage and dysmenorrhoea was resolving. The reporter considered abdominal distension, acne, anxiety, arthralgia, asthma, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, muscle spasms, musculoskeletal pain, nausea, ovarian cyst, pelvic pain, rash, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vertigo, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result-total bilateral occlusion. The device was in place and there were no leaks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), embedded device ('migration of essure device location of device: coil embedded in left ovary'), genital haemorrhage ('bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. B71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) since (B)(6) 2018, cetirizine hydrochloride (cetrizine) since (B)(6) 2017, escitalopram oxalate (lexapro) since (B)(6) 2018, hydroquinone (alera) from (B)(6) 2018, hydroxyzine since (B)(6) 2018, levonorgestrel (mirena) since 2008 to (B)(6) 2013, montelukast sodium (singulair) since (B)(6) 2017, ondansetron hydrochloride (zofran) since (B)(6) 2013, prednisone since 2007, salbutamol (albuterol) since 2007 and salbutamol since 2007. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), arthralgia ("joints pain"), pain in extremity ("cramping legs\ arms") and musculoskeletal pain ("pain between shoulder blades"). In 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced asthma ("other injury(ies) or complication (s) please describe: asthma"). In (B)(6) 2017, the patient experienced feeling abnormal ("neurological conditions or problems type: vertigo, brain fog"). On (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast infection"), mood swings ("hormonal changes describe: mood swings, hot flashes"), cystitis ("bladder infection"), depression ("psychological or psychiatric problems condition: depression, anxiety"), anxiety ("psychological or psychiatric problems condition: depression, anxiety") and acne ("rashes or skin conditions type: rash, hives, acne"). On (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: mood swings, hot flashes"). In (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: rash, hives, acne") and urticaria ("rashes or skin conditions type: rash, hives, acne"). In (B)(6) 2018, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis, ovarian fibroids"). In (B)(6) 2018, the patient experienced vertigo ("neurological conditions or problems type: vertigo, brain fog"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced vitamin d deficiency ("blood or heart disorder/condition type: vitamin d deficiency") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: endometriosis, ovarian, fibroids") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: endometriosis, ovarian, fibroids"). The patient was treated with ketorolac tromethamine (toradol) and surgery (ablation and bilateral salpingectomy, novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, menorrhagia, dyspareunia, vulvovaginal mycotic infection, pelvic pain, back pain, fatigue, rash, urticaria, abdominal distension, mood swings, hot flush, urinary tract infection, cystitis, migraine, vitamin d deficiency, headache, nausea, vertigo, feeling abnormal, depression, anxiety, acne, endometriosis, uterine leiomyoma, weight increased, asthma, arthralgia, pain in extremity and ovarian cyst outcome was unknown and the vaginal haemorrhage and dysmenorrhoea was resolving. The reporter considered abdominal distension, acne, anxiety, arthralgia, asthma, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, musculoskeletal pain, nausea, ovarian cyst, pain in extremity, pelvic pain, rash, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vertigo, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result-total bilateral occlusion. The device was in place and there were no leaks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received: lawyer was added. Lot no. Was added. Case become incident previously added injury nos was replaced by vaginal bleeding & new events- genital bleeding,menorrhagia,vitamin d deficiency, dysmenorrhea, dyspareunia, fatigue, bloating, mood swings, hot flashes, uti, yeast infection, bladder infection, migraines,headaches, migration of essure device location of device: coil embedded in left ovary, nausea, vertigo, brain fog, pelvic pain, perforation (fallopian tube(s)),depression, anxiety, rash, hives, acne, endometriosis, ovarian, fibroids,weight gain, asthma, back pain, joints pain, pain between shoulder blades, leg /arms pain were added. Concomitant & treatment drugs were added. Lab test was added. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.